Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a donor kidney transplant, after the firing on the renal vein, there was difficulty in removing or retracting the knife blade. The surgeon was unable to remove the jaws from the tissue. The tissue was eventually removed. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sigsds30ctvt, sigsds30ctvt 30mm vascular/thn shrt sd CT (lot#unknown); sigphandle, sig power sigphandle handle (sn: unknown); sigpshell, sig power sigpshell control shell (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a donor kidney transplant, after the firing, there was difficulty in removing or retracting the knife blade. The surgeon was unable to remove the jaws from the tissue. The tissue was eventually removed. There was no patient injury.